Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the clinic due to tones being emitted from the device. The device was interrogated and found to be at elective replacement indicator (eri). Review of the battery voltage history demonstrated rapid battery depletion over a one month period. Specifically, the battery voltage went from 2.91 volts to 2.32 volts over a one month period. A guidant technical services (ts) consultant recommended immediate explant due to the rapid battery depletion.